Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that three days post implant of this this implantable pacemaker, this patient presented with significant swelling, edema and bleeding due to a suspected hematoma. The patient was admitted to the hospital. The device remains implanted and no additional adverse patient effects were reported. A pocket infection was ruled out and the patient was discharged with a course of antibiotics. Appropriate device function was confirmed via remote transmission the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that three days post implant of this implantable pacemaker, this patient presented with significant swelling, edema and bleeding due to a suspected hematoma. The patient was admitted to the hospital. The device remains implanted and no additional adverse patient effects were reported.